Manufacturer narrative:
Two of the site's four cannulae were found to have a sharp inside edge, which have the potential to cause instrument main tube scraping. Medwatch MFR report #2955842-2007-00449 was submitted for the other damaged cannula accessory. As of 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
In 2007, isi rep evaluated the site's is2000 5mm regular cannula accessories to determine if the cannula may have caused the instrument tube abrasion reported under medwatch MFR report #2955842-2007-00438.